Event description:
A report was received that the patient's ipg had turned sideways and that the patient was unable to charge. The physician has recommended a revision.

Manufacturer narrative:
Additional information received indicated that the patient decided to be explanted. A returned product analysis revealed that the ipg passed all visual, photographic, mechanical, and electrical tests performed. The devices exhibit normal device characteristics. Sc-8216-70 ((B)(4)) was analyzed and it was concluded that the damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient's ipg had turned sideways and that the patient was unable to charge. The physician has recommended a revision.